Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that the physician was unable to locate the targeted vein and the lead dislodged, therefore the left ventricular lead was attempted but not successfully implanted. It was also reported that there were 4 failed attempts at coronary sinus cannulation with the catheters. No patient complications have been reported as a result of this event.